Manufacturer narrative:
Report required by FDA for eua. In section 6, impact code was changed to 2199. In section d4, the lot number was not provided by the user and was meant to be reflected in the initial report.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. No information provided regarding additional testing results.